Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the cause of the patient's hard time connecting to the ins was determined to be due to a bad charging device/recharger. Patient stated that the sensation was only felt during recharge session a layer of clothing was not used. Part of the surface was in contact with the skin so the layer of clothing did not resolve the issue. A belt was used. Patient was sent a new charger and issue of shocking sensation has since resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient feels shocking when recharger is trying to connect to the ins for the past few months, since "late last year."  They also had a hard time connecting to the ins and staying connected for the past few months as well. The patient used the belt while charging.  The specific location for the "shocking" sensation was described as where the recharger sits.  The implant site is healed.  The "searching for device" screen was displayed when the event occurred.  The sensation was present before connecting to the ins and it happens every recharge session now. It was unknown if the patient was sweaty or hot when it occurred.  The following troubleshooting steps were performed, reset recharger, dismissed code 3167, repositioned recharger, used belt and thin layer of clothing between skin and recharger, and slowed down charging speed.  Troubleshooting did not improve the sensation.  The shocking and telemetry issues were unresolved with troubleshooting during the call.  A replacement wireless charger was sent to the patient.

Manufacturer narrative:
Concomitant products: product ID: wr9220, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.